Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant was reported to have moderate to severe calcification in iliac limb, 90 % calcification around the aortic neck at the renal arteries, 1.5 cm in length and mild angulation 12 degree in the aortic neck. Currently the aneurysm and vessel morphology has not changed in size. The patient presented for a routine follow up. The one month follow up CT revealed an unknown endoleak from either the bifurcated stent graft or the contralateral limb. The physician believes that it is either a type iii endoleak, fabric, type ii endoleak, lumbar or type IV endoleak (strong blush). The physician will continue to monitor. The patient will be brought back in 3 months for next follow up. No clinical sequelae were reported and the patient is fine. Review of films 6 weeks post-implant show that the bifurcate aortic body was positioned within a severely calcified proximal neck. The ipsilateral limb was placed within the right common iliac artery. The 6cm max diameter aaa was ringed with calcification, and a large area of calcification was also seen in the distal sac just below the gate. Contrast is seen primary within the distal sac near the gate. The type of endoleak could not be determined from these images, and the endoleak occurred near the highly calcified area which made determination more difficult. Angiogram images and smaller thickness cta slice imaging may help determine the type of endoleak.

Manufacturer narrative:
(B)(4). Method: films. Results: endoleak. Anatomy related; severely calcified aortic neck. Conclusion: anatomy related; severely calcified aortic neck.